Event description:
During review of the device event history, failure code 810:11 was found to interrupt delivery. During device evaluation, failure code 810:11 was found in the event history. No patient injury or medical intervention occurred. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Manufacturer narrative:
During device evaluation by baxter, the assignable cause for the failure code 810:11 was determined to be the air in line printed circuit board (ail pcb) out of calibration. The ail pcb was recalibrated to resolve this condition. (B)(4).

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).